Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having some dental work and was informed of having periodontal disease. The gums bleed more often, the teeth are very sensitive, gums inflamed, and gingivitis.